Event description:
Update was received from the patient. Per the patient, their physician had observed a break in their lead. No other relevant information has been received to date.

Event description:
Patient's generator was interrogated and showed high lead impedance. Patient was referred for xray images and possible revision surgery. No known surgery has occurred to date. No additional relevant information has been received.